Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and functional. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose level was not impacted. Reportedly, the customer had manual injections for insulin therapy.